Event description:
Information received indicates the bed has no hydraulic functions.

Manufacturer narrative:
The technician replaced the power control module and recalibrated the bed sensors to repair the bed.